Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cranio maxillofacial screw broke during insertion; a screw thread was left in the patient's bone near the fracture. No action was taken as burring would have impaired the surgical outcome of the fracture reduction. The surgery was prolonged about five (5) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: only the broken off screw head was received. The investigation has shown that the returned screw head does not match with the specifications of the mentioned article number. The color of part 401.043 should be golden; the color of the returned part is silver. In addition the screw recess should be a pulsdrive but is cruciform. Based on the measured dimensions, the recess and the color of the screw it can be concluded that the returned screw is a matrixmandible screw ø 2.0mm (04.503.4xx.04c). Since the exact article and lot numbers are not known the present complaint cannot be fully analyzed. A product investigation was completed: the specific circumstances and user technique at the time of the implantation are unknown therefore the root cause could not be definitely determined. The marks found on the recess (cruciform flanks deformed) indicate that high torsional stress may have caused the breakage of the screw. Visual inspection: screw head is silver, cruciform recess deformed, fracture surface homogeneous. The exact article and lot numbers are not known hence the present complaint cannot be fully analyzed; however, this complaint condition is likely a result of method of use. No indication for product related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.